Manufacturer narrative:
The customer reported complaint was not confirmed during archive review and initial functional testing. The battery is working as intended for use. No physical damage and four green leds were illuminated when the status button was pressed during visual inspection. During functional testing the battery was tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and was able to successfully charge with the battery illuminating four green leds on the battery status indicating that the battery is fully charged. The battery was tested with known good autopulse platform using the large rtf, performing compressions to specification and passing the functional test without any errors. A review of the battery's archive data indicated that the battery was last charged successfully on (B)(6) 2017 and was last inserted/used in the autopulse by the customer on (B)(6), 2018. The archive data also recorded multiple mcc charging cancellation events from (B)(6) 2018 to (B)(6) 2018. Based on the evaluation, a likely cause for the reported event is attributed to user error. The autopulse power system user guide states that "a test-cycle can take up to 10 hours. Never interrupt a test-cycle by removing the battery from the charger. A battery that initially fails a test-cycle will automatically undergo additional test-cycles. Up to three test-cycles may be performed until the battery is considered to have failed (red led)." Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for li-ion battery sn (B)(4).

Event description:
During product demonstration, the status indicator on the autopulse battery (sn (B)(4)) displayed all green leds; however, when the battery was inserted into the autopulse platform, it did not power on the platform as expected. The battery was tested with another platform without success. Following this, the reporter placed the battery into the multi chemistry charger, but after charging the battery overnight, battery could not power on the platform. There was no patient involvement.